Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with an unspecified intraperitoneal medication for the event. The cause and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in feb2023. Upon follow-up, it was reported that the peritonitis was caused by fungal infection due to lack of hygiene. Pd therapy was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.